Manufacturer narrative:
(B)(4). Insulin pump received with loose drive support disk protruded, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and broken reservoir tube lip. Pump passed the displacement. The test infusion set and reservoir does not lock into place due to broken reservoir lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in case and reservoir. The customer stated that they were not sure about drive support cap appears to be damaged or not. No harm requiring medical intervention was reported. The insulin pump returned for analysis.